Manufacturer narrative:
Date rec'd by MFR: 11jul2019. The service technician confirmed the reported issue. The service technician replaced the touch screen. The newly replaced touch screen was calibrated and device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported touchscreen failure. There was no patient involved.